Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the proximal end of the pusher assembly was kinked and had an additional bend. If the device is manipulated at extreme angles during use, damage such as this may occur. Further evaluation revealed offset coil winds along the embolization coil. This damage was likely incidental to the reported complaint. During functional testing, the pod pc was re-sheathed with resistance while advancing the pusher assembly kink through the introducer sheath friction lock and while retracting the embolization coil into the introducer sheath due to the offset coil winds. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the common external iliac artery using pod packing coils (pod pc), lantern delivery microcatheter (lantern), non-penumbra sheath, and non-penumbra diagnostic catheter. During the procedure, the physician placed a ruby coil in the target vessel using the lantern. The physician then attempted to place a pod pc; however, the pod pc was not sitting in the vessel to the physician¿s satisfaction. Therefore, the physician removed the pod pc out from the lantern in order to reposition the sheath, diagnostic catheter, and lantern. Subsequently, during an attempt to back load the pod pc back into the introducer sheath, the hospital technologist kinked the pusher assembly of the pod pc. Therefore, the pod pc was not used for the remainder of the procedure. The procedure was completed using additional pod pcs, a ruby coil with the same lantern, sheath, and diagnostic catheter. There was no report of an adverse effect to the patient.